Manufacturer narrative:
Additional information: a6: patient noted as east indian. B3: publication date used as event date. B6, b7: mean and mode used. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and associated risk documents was completed. Dislodged/dislocated stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The reported event (dislodged/dislocated stent) is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. Reference MFR # (B)(4) reference report 2032546-2026-00042 for the case of stent obstruction and peripheral anterior synechiae (pas) associated with patient one (1) of five (5). Reference report 2032546-2026-00043 for the case of stent obstruction and peripheral anterior synechiae (pas) associated with patient two (2) of five (5). Reference report 2032546-2026-00044 for the case of stent obstruction associated with patient three (3) of five (5). Reference report 2032546-2026-00045 for the case of stent obstruction associated with patient four (4) of five (5).

Event description:
The following was reported through a review of the article titled, "3-year outcomes of istent implant combined with phacoemulsification in asian eyes with glaucoma: a multidimensional surgical success analysis". Reportedly following cataract plus trabecular microbypass stent system procedures in a total of two hundred eighty-four (284) operative eyes, the following postoperative events occurred. Per report, four (4) eyes presented with postoperative stent occlusion with (1) one case involving the membrane, one case (1) involving the iris, and two (2) cases of peripheral anterior synechiae (pas). Additionally, per report, one (1) eye presented with stent dislocation. Any omitted information was not provided through follow-up. See attached article for further details. Reference doi:10.1097/ijg.0000000000002685. This report references the case of dislodged/dislocated stent associated with patient five (5) of five (5).